Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Nurse of customer brought the meter and test strips to the pharmacy because she was not confident with the values. At the pharmacy the performa system was tested with control solution and all measurements were in range. Memory of meter was checked and all values were coherent, besides values on (B)(6) 2017: at 07:34h 67 mg/dl at 07:41h 110 mg/dl. The pharmacy exchanged meter and test strips. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.